Manufacturer narrative:
Film evaluation summary: the reported type a dissection was confirmed; however, the exact cause could not be determined from the returned films. Pre-implant CT¿s were not available for review, and the patient¿s anatomy including the type b dissection could not be assessed. Images during implant were not provided, and it is unknown if the stent graft excluded the type b across the arch at implant. CT¿s from 1 month post-implant showed perfusion of the type b false lumen beginning across the arch, as well as a retrograde type a dissection beginning near the valiant proximal bare spring extending to just above the aortic valve. Analysis of the returned films did not reveal any stent graft characteristics that could explain the observed type a dissection. No stent graft integrity issues were observed. It is unclear if the patient¿s previous type b dissection may have been a contributor. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in the endovascular treatment of type b aortic dissection on the (B)(6) 2019. It was reported that when the patient returned for routine follow up on the (B)(6) 2019, a CT which was preformed six days earlier on the (B)(6) 2019 showed the patient had a type a retrograde dissection. The patient was reported to be asymptomatic of the dissection. The patient was brought to or that day where the dissection was treated and resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in the endovascular treatment of type b aortic dissection. It was reported that when the patient returned for routine follow up a month later, a CT which was preformed six days previously showed the patient had a type a retrograde dissection. The patient was reported to be asymptomatic of the dissection. The patient was brought to or that day where the dissection was treated and resolved. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient is fine.